Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(4) to (B)(4), 2022 at the ems and bonaduz sites.  In this case (B)(4) the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a hardware failure. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in (b(4) as it will be deemed a reportable event.

Event description:
Hold kc 02.15. C6 didn't start up with the alarm whose sound was for ambient mode. I rebooted the c6 and saw the event log, then 'panel connection lost' was logged.